Manufacturer narrative:
(B)(4). D10: item#166942; lot#3249248; oxford uni twin-peg femoral md. Item#154725; lot#3010978; oxf uni tib tray sz d rm PMA. G2- australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to a bearing fracture, approximately 9 years and 6 months post-implantation. A new bearing was implanted. Attempts have been made and all additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided pictures identified that the bearing had fractured into two pieces and exhibited signs of wear, minor pitting and gouges on the bearing surface that is typical with invitro use. The item has been in implanted for approximately 9 years and 6 months. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.